Manufacturer narrative:
The ggt-2 reagent lot number and expiration date were not provided. The reaction curve data was abnormal for the initial result. A reagent issue can be excluded as calibration and qc were acceptable. The field service engineer (fse) found a damaged suction tube at a rinse station and replaced two tubes. Cell blank and mechanical checks were performed. Qc results were within range. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for ggt-2 on a cobas 8000 c 702 module. The initial result was 323 u/l. The repeat result was 8 u/l. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.